Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The screwdriver broke during the tightening of a screw; even with the torque limiter. There was no adverse consequence to the patient.